Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that while in the hospital the patient had pump pocket bleeding which required 4 units of red blood cells (rbc). The patient's inr was 2.8 iu, the activated partial thromboplastin time (aptt) was unknown, and his platelet count (plt) was 6268000/ul. At the time of the event, the patient's anticoagulation regimen included warfarin and aspirin. The patient had re-operative surgery and the cause of the bleeding was reported to be related to the surgical implant procedure.

Manufacturer narrative:
The event occurred at (B)(6). The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.